Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 200 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the dealer detected 200 severe gel air bubbles in the nucleic acid tubes sent to the blood station."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. The photo shows 4 tubes with large air bubbles in the gel barrier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubble. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there were air bubbles in the gel. This event occurred 200 times. The following information was provided by the initial reporter and translated to english. The customer stated: "the dealer detected 200 severe gel air bubbles in the nucleic acid tubes sent to the blood station."